Manufacturer narrative:
H3: analysis of the lead (lot#: va2uxec) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Analysis of the kit revealed that the lead introducer sheath was damaged. Continuation of d10: product ID 3550-18 lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that hcp was doing a full implant on the pt. The first lead was initially implanted when the hcp was deploying the tines, the lead shifted towards s2. At this point the introducer was fully removed. Hcp tried to adjust the lead after deployed with no improvement in responses. She tried to reinsert the lead introducer sheath over the lead to manipulate the lead back in proper position. In the attempt to do this, the introducer sheath bent and could not advance into fully into the foramen. Hcp was concerned the lead was possibly damaged because of this and completely removed the lead introducer sheath and the lead. Due to possible risk of damaged lead, requested to open a new lead kit and start over. The new lead kit used was the a new lead. The new lead was placed without incident. No patient harm or damage done and patient responses appropriate. Removed lead and lead introducer will be sent back tomorrow 4/25/24.

Manufacturer narrative:
Continuation of d10: product ID 3550-18 lot# serial# unknown implanted: explanted: product type accessory product ID 978b128 lot# (B)(6) serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3550-18, serial/lot #: unknown, ubd: , UDI#: h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.